Event description:
It was stated that the customer passed away due to pneumonia and a stroke. The customer was admitted to the hospital 15 days earlier due to a diabetic coma. It was stated that the infusion set had a bent cannula and the insulin pump was not delivering insulin. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.